Event description:
This per is the continuation of (B)(4). It was reported that during the revision tha, when the surgeon was using the reported device, it broke.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.